Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. At preliminary test 2, the device was interrogated and showed that gray bar has recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a grey battery longevity bar prior to use. The device was kept at room temperature following the first interrogation and re-interrogated the following day, however, the grey bar persisted. The device was not implanted and replaced. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.